Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, minor scratches on display window and bleeding lcd glass.

Event description:
It was reported via phone call by the customer's mother that the insulin pump cracks around the screen area and around the reservoir compartment. The customer dropped the insulin pump and the cracks appeared afterwards. The customer's blood glucose was 115mg/dl. Advised the customer's mother the insulin pump will be replaced.